Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Update - (B)(4) 2012 - patient fact sheet was received, which identified as pinnacle not asr part/lot and birthdate information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Reopening file. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update: (B)(6) 2012 - patient fact sheet was received, which identified as pinnacle not asr part/lot and birthdate information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Reopening file.

Event description:
Litigation papers allege pt has suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, debilitating lack of mobility, conscious pain and suffering and high levels of toxic metal in her blood system.